Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2025-03551.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen articular surface size ef 10mm catalog#: 00596403210, lot#: 65026161, nexgen standard cemented all poly patella size 32mm catalog#: 00597206532, lot#: 65134341, nexgen option femoral component size e left catalog#: 00576401551, lot#: 65022196. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain and tibial loosening approximately four (4) years post-operatively. During the procedure, the tibial component was loose with little cement adhered to the titanium surface. Attempts have been made, however, no additional information is available.